Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: all of the keypad buttons were normally responsive. No contamination was found on the button contacts. Unrelated to the initial allegation, the battery compartment was found to be cracked.